Manufacturer narrative:
(B)(4) 2015 02:39 pm (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro would not thread correctly. The hospital did not report any patient effects.